Event description:
Customer was priming their pump and realized they were attached while priming. Customer states pump did not detect the reservoir during priming. Paramedic was called for assistance.